Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an 83 year old man underwent emergency tevar (thoracic endovascular aortic repair) with a zta-pt-46-42-179-w1 (complaint device) due to a type 3b endoleak at the minor curvature, from previous implanted mdt stentgrafts. The zta-pt-46-42-179-w1 was implanted and a successful seal of the tybe 3b endoleak was accomplished, but unfortunately the zta-pt-46-42-179-w1 landed slightly angled toward the aortic wall creating a type 1a endoleak. The type 1a endoleak was tried repaired with a zta-p-46-179-w1 but it deployed obliquely with the proximal stent slightly angled towards the aortic wall and the endoleak still persisted. Subsequently the physician opted for a debranch (brachiocephalic artery/left common carotid artery bypass) and tevar procedure where a zta-p-44-233-w1 44 device was introduced to close the still persistent endoleak. The physician wasn¿t able to advance the device past the previous implanted stentgraft´s from medtronic and cook and some resistance was also felt when advancing the device over the wire guide. Therefore, the physician tried with another zta-p-44-179-w1 device, placing the stentgraft in the ascending aorta and successfully sealing the endoleak with the help of a stent-graft balloon catheter. A preoperative CT study, angiography procedure, postoperative CT study, and additional gross device images are provided for review along with the complaint report. Per imaging expert´s findings: the 4 months post-op angiogram shows interval placement of a zenith thoracic alpha (zta pt 46-42 x 179 mm) graft re-lining the mdt grafts with resolution of the type 3b endoleak. The proximal edge of this zta graft lands within the mdt graft and slightly angled toward the aortic wall/mdt along the lesser curve rather than exactly parallel, a new endoleak (type 1a) is now seen at the lesser curve. Per instructions for use key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees); short proximal or distal fixation sites (< 20 mm); an inverted funnel shape at the proximal fixation site or a funnel shape at the distal fixation site (greater than a 10% change in diameter over 20 mm of fixation site length); and circumferential thrombus and/or calcification at the arterial fixation sites. Irregular calcification and/ or plaque may compromise the attachment and sealing at the fixation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. Necks exhibiting these key anatomic elements may be more conducive to graft migration. The safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in leaking, pending rupture or ruptured aneurysm patient populations. Review of the device history record gave no indication of the device being produced out of specifications. Based on the reported information and review of the provided imaging an exact cause could not be established, but factors such as straight aortic arch anatomy and deploying within previous implanted stentgrafts could have contributed to the event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(4). Investigation is still in progress.

Event description:
As per imaging review this zta device is positioned obliquely at the lesser curve compared to the medtronic (mdt). Imaging review has indicated that the proximal stent of both zta devices appear to be slightly angled toward the aortic wall/mdt along the lesser curve rather than exactly parallel. (B)(4). On (B)(6) 2020, an emergency tevar for suspected breakage (type 3b) of other company¿s stent grafts (valiant /medtronic) was performed. Alpha thoracic 46(42)-179 was placed in valiant (B)(4), and the endoleak disappeared. Regarding the other company¿s stent grafts above (valiant /medtronic) , the patient was treated at another hospital, so details were unknown. However, it appeared that 2 stent grafts of valiant/medtronic were implanted. From the proximal, 42mm (38mm)-150mm and 38mm (34mm)-150mm were implanted in this order. (In this case, valiant/medtronic was off label use) also, in this procedure, the left subclavian artery was occluded by vascular plug. Alpha thoracic 46(42)-179 was implanted overlapping both the 2 stent grafts of valiant/medtronic that were overlapping each other. Also, alpha thoracic 46(42)-179 was placed centering the tip of 38mm (34mm)-150mm valiant that was placed secondly. On (B)(6) 2020, a type 1a endoleak developed on the lesser curvature of the arch aorta at a different location than the previous treatment site, resulting in a ruptured aneurysm. Emergency tevar was chosen because it was judged to that an open chest surgery was difficult due to the patient's general condition. Regarding the proximal, valiant had been implanted from zone 2, but due to the bovine arch, it was judged that blood flow would remain even if the left common carotid artery was covered by a stent graft somewhat, so a stent graft (zta-p-46-179-w1/lot#: e3847132) was implanted from the position where two-thirds of the left common carotid artery was covered. However, the endoleak did not stop and remained because of that the lesser curvature side of the proximal stent fell back/deployed bent/ had retroflex. This issue was caused by that a part of the graft between the first stent and the second stent got shortened. Both bare stent and sealing stent were fell back/deployed bent/ had retroflex ((B)(4)(manufacturer report# 3002808486-2020-01131)). Then, a touch-up was performed by a stent-graft balloon catheter (reliant/medtornic) in order to fix the retroflex (the lesser curvature side of the proximal stent fell back/deployed bent) and improve the fitting of the stent graft. However, the proximal tip (stent) of the stent graft couldn¿t be fixed/returned to the ideal placement site by the touch-up. In the above procedure, the physician hoped that the endoleak would stop by adding a stent graft to the proximal with tevar, but because the endoleak remained, he reconsidered the surgical plan. He also thought about an open chest surgery, but the patient was not in a condition to connect a cardiopulmonary prosthesis, therefore, a total debranch + tevar from "zone 0" procedure was selected. A bypass was connected from the ascending aorta to the brachiocephalic artery/left common carotid artery, and then tevar was performed. At this time, the physician selected the reported zta-p-44-233-w1 44 (lot# e4016307) for implantation from the ascending aorta. The access was gained from the right. The previously placed stent graft( (zta-p-46-179-w1/lot#: e3847132) was able to pass through the valiant/medtornic and be placed in the proximal, so the reported device was expected to pass through even before the physician did not deliver the reported device to the ascending aorta. However, the reported device seemed to behave like stuck in the graft (valiant/medtronic or cook alpha thoracic 46(42)-179 placed on (B)(6) 2020) and the delivery system did not even reach the tip of the graft. (B)(4). The physician felt response that reported delivery system was reluctant to advance on a wire guide, so he tried to make the reported device pass through/advance by changing wire guides several times, but the reported device could not pass through/advance. Then, the physician removed the reported delivery system from the patient¿s body once and confirmed there seemed to be no visible defects on the reported delivery system. However, because the reported device didn¿t pass through/advance at all, the physician could not rule out the possibility that the cause of the issue was due to the reported device. Therefore, he opened zta-p-44-179-w1 (lot#e3936254) and attempted to delivery it, the substitute delivery system passed through valiant without any stuck. The physician was able to place the zta-p-44-179-w1 (lot#e3936254) from the ascending aorta, a touch-up was performed by a stent-graft balloon catheter (reliant/medtornic), and finished the procedure by confirming the disappearance of the endoleak. Patient outcome: no adverse events to the patient were reported.